Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was performed on (B)(6) 2025. At the or, the wireless external neurostimulator (wens) was connected directly on the lead (4 electrodes in port 0-3). High impedances were measured and the patient has been redirected for a revision procedure at another hospital. The manufacturer representative (rep) noted that there was no further info on this event.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext, serial# unknown, product type: extension. Product ID 3998, serial# unknown, implanted: (B)(6) 2007, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Hcp name provided, lead extension information unknown. Cause has not been determined. A revision is planned to resolve, date of this is unknown. Information confirmed with physician / account.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has higher impedances (from 1890 to 5686) and no longer feels paresthesia. They were stimulated up to 8ma on all electrodes with different pw (pulse width). In december, they were between 1786 and 5775 but the patient still felt paresthesias. His program was: program a: conventional: 1+2-3-, pw 90, hz 40, ampl 4.0. There is still 3.04v in the prime ins. There was a suspected lead or extension problem. Someone has been in contact with maastricht and they advised to first look at the extension. For this, the hcp noted that they'd need a correct extension to replace it if it turns out that the problem lies there and asked for what the correct one would be. The hcp noted that it was a 2x4 specify and it was noted that, based on a photo, it seems that there is a pocket adapter. It was also noted that it seems that 1x4 is capped off with glue and not in use and that only 1x4 is extended towards the ins. It was noted that the pocket adapter appears to lie at a 90-degree angle against the ins. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue with higher impedances and no longer feeling paresthesia with a suspected lead or extension problem was unknown, actions taken to resolve it were unknown, and it was unknown if the issue was resolved. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_ext, product type: extension, product ID: 3998, implanted: on (B)(6) 2007, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, product ID: 3998, b3: date is approximate. Month and year valid. G2: the country of the event is nl. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the revision was scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext, product type: extension product ID 3998, implanted: (B)(6) 2007, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2 and h1 have been updated and annex f codes f12 and f1905 have been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a date has not been set for the revision.